Event description:
The customer reported obtaining a non-reproducible access accutni+3 (troponin I) result for one (1) patient from the unicel dxi 800 access immunoassay system. The customer stated that another draw, six (6) hours later, generated a lower result within the assay's reference range. The customer stated that the patient was admitted to the hospital for evaluation. There was no report of any adverse consequence to the patient as a result of the hospital admission. The customer stated that the sample was collected in a lithium heparin gel tube and processed via the laboratory automation system. Quality control (qc), system check, calibration and procision run recovered within the assay and instrument specifications at the time of the event. The access accutni+3 reagent was used in conjunction with the unicel dxi 800 access immunoassay system serial number (B)(4) at the time of the event.

Manufacturer narrative:
The patient's date of birth is (B)(6). The customer did not provide the lot number of the access accutni+3 reagent used at the time of the event and the date of manufacture and expiration date could not be determined. The customer indicated that there may be additional discrepant troponin results but the customer did not provide any data as the customer suspected that they were attributed to "a certain phlebotomist". Subsequent conversation with the customer confirmed that the customer spoke with phlebotomy team, and suspects sample handling to be the cause of the non-reproducible accutni+3 result. There was no indication that the access accutni+3 reagent in question was returned for evaluation and a field service engineer (fse) was not dispatched to the customer's site to evaluate the instrument. In conclusion, the cause of the non-reproducible accutni+3 result is attributed to pre-analytical sample handling based on the discussion with the customer. There is insufficient evidence to reasonably suggest a system malfunction.